Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The product had caused the reported failure. Sample has been evaluated and observed the pigtail of tiger tail (black part) was breakage. The potential root cause for this failure mode could be supplier defect or user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction for use 1. Method of use dispense after single use and do not reuse since the device is a disposable product intended only for single use. 2. Precaution of use 1) inserting the ureteral catheter, especially without the stabilizing support of a guidewire, be aware that ta malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, consider retrieval with an endourology grasping device 2) do not withdraw ureteral catheter while it is deflected in endoscopy. It is possible that the catheter may dissected or fracture. 3) avoid sharp bending 4) do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that tigertail 4fr was used for surgery on the renal pelvis of an infant (1 and a half years old). During the operation, the tip of the tiger tail (black part) was removed and remained inside the infant's body. The operation was completed with the tip remaining in the body due to the severely invasive nature of the procedure. It will be removed at a later date. It was unknown what medical intervention was provided. Per additional information received via email on 18may2024, it was reported that the invasiveness did not become more severe after using tiger tail, but the original surgery itself was highly invasive.

Event description:
It was reported that tigertail 4fr was used for surgery on the renal pelvis of an infant (1 and a half years old). During the operation, the tip of the tiger tail (black part) was removed and remained inside the infant's body. The operation was completed with the tip remaining in the body due to the severely invasive nature of the procedure. It will be removed at a later date. It was unknown what medical intervention was provided. Per additional information received via email on 18may2024, it was reported that the invasiveness did not become more severe after using tiger tail, but the original surgery itself was highly invasive.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.